Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device (device 1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: this emdr represents the bard device implanted on (B)(6) 2010, (device 1). An additional emdr was submitted to represent the bard device implanted on (B)(6) 2010 (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2) as reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged. (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1). (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated ventral incisional hernia, extensive bowel adhesions thereby underwent extensive lysis of adhesions, open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the lysis of adhesions was completed. A large piece of polypropylene mesh was then fashioned to fit the defect and sutured circumferentially.¿ (B)(6) 2010 - patient was diagnosed with dehiscence, recurrent ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the mesh was completely disrupted from the entire left side of the repair. All filmy adhesions ere easily broken down and the defect was reassessed. A large piece of vicryl mesh was fashioned from multiple segments and used to breach the defect next to the bowel to prevent direct contact with overlying marlex. Additional pieces of marlex were then placed together, used to cover the entire fascial defect.¿ (B)(6) 2013 - patient visited hospital for abdominal pain and was prescribed with pain medications. (B)(6) 2013 - patient was diagnosed with complex abdominal wall wound thereby underwent incision and drainage of abdominal wall abscesses, wound exploration of the abdominal wound, radical debridement of skin and subcutaneous tissue and fascia, removal of prosthetic mesh. Per operative notes, ¿each segment of exposed mesh were excised deep and there were multiple pieces in different segments that were completely excised. Deeper exposed mesh within granulation tissue was also excised. Ultimately, all areas of exposed mesh were completely excised.¿ (B)(6) 2014 - patient visited hospital and complains of pain associated with drainage from abdominal incision. (B)(6) 2014 - patient was diagnosed with abdominal pain, infected mesh and multiple draining abscesses and sinuses thereby underwent incision and drainage of multiple abscesses and sinuses, exploratory laparotomy, extensive lysis of adhesions, excision of infected mesh, small bowel resection with primary anastomosis. Per operative notes, ¿all pieces of mesh associated with sinuses were excised. There were areas of balled up mesh, also densely adherent to bowel. As much of the exposed and non-incorporated mesh was removed. Extensive lysis of adhesions was then performed. All the pieces of non-incorporated mesh were then completely excised.¿ attorney alleged that the patient had abscess, adhesions, bowel perforation, bowel removal, infection, mesh migration, pain and hernia recurrence. It is also alleges that the patient had permanent and severe scarring & disfigurement and underwent additional surgeries to treat infection and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device (device 1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 1 month post implant of bard flat mesh, patient was diagnosed with infection, hernia recurrence, wound dehiscence, abscess, adhesions, inflammation, granuloma and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence, adhesions, inflammation and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". This supplemental emdr represents the bard flat mesh (device#1). An additional supplemental emdr was submitted to represent the bard flat mesh (device# 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.